Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up the patient's right atrial lead exhibited a sensing anomaly as well as high impedances. Fluoroscopic images taken indicated incomplete lead insertion in the header of the pacemaker. The patient's physician indicated he "solved the problem." No adverse consequences were reported, and no further information could be obtained.